Event description:
Report received indicated the sakura dura star balloon ruptured at the nominal pressure during balloon inflation. The mid left anterior descending artery (lad) was the intended lesion. The lesion was de novo without bifurcation, measured 23 mm long, heavily calcified, lesion type b2 and 95% stenosis. The vessel was tortuous and there was a pre-existing clot. A timi I flow was present prior to the intervention. Predilatation was made and stent delivery system (sds) was introduced; however, at nominal pressure, the balloon ruptured, therefore, another high-pressure balloon was used to complete the case successfully. There was a timi iii flow post intervention. There were no adverse effects to the patient.

Manufacturer narrative:
This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.